Event description:
It was reported that the device had a system fault. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. A visual inspection noted that the device was used, not in its original packaging, was decontaminated, had a scratched screen and syringe port crack. The reported problem was confirmed. The root cause of the problem was error code 112 due to an intermittent motor. The service history review indicated that the device was last serviced four years ago for an issue related to screen scratches. As a result, the motor was replaced. The front and rear housing, housing seal, syringe and battery cap, keypad and rear label were also replaced. The device then passed all functional tests after repair.